Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement, basic occlusion, and occlusion tests could not be performed due to the motor error alarm. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The blood glucose reading was 400 mg/dl. No significant events leading to the alarm were observed. The customer stated that she could not rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.